Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
The customer reported that the touch screen is faulty. The customer contacted product support for service repair. The customer reported that the unit was not in use on a patient.